Event description:
The user facility reported that the stent of the misago was prematurely deployed during a percutaneous peripheral intervention (ppi) in the chronic total occlusion (cto) of the left superficial femoral artery (sfa). Follow up communication with the user facility reported the following information: the 6 fr destination guiding sheath was guided using crossover approach from right cfa to left cfa; the chevalier guidewire was antegradely introduced with the prominent catheter; this guidewire was exchanged to gladius guidewire; the device passed cto cap; the chevalier was cross-wired successfully; both jade pta and scoreflex balloon catheters were each dilated in proximal and mid sfa under the fluoroscopic control; the physician tried to place the misago 6-150 into the cto, but encountered strong resistance at the proximal shaft; the physician clicked thumbwheel of the deployment handle a few times, stent would not deployed, confirmed under fluoroscopic control; the physician attempted to retrieve the stent into the destination guiding sheath, but encountered strong resistance; the stent was deployed; about one third long of the stent was found by fluoroscopic control; another stent device was used; and the operation was completed successfully.

Manufacturer narrative:
The actual sample was returned to the manufacturing facility for evaluation. Visual inspection upon receipt did not find any obvious anomalies in the appearance. Magnifying inspection revealed the presence of abrasions on the distal tip. Magnifying inspection of the inner tube on which the stent had been positioned confirmed there were not any anomalies which could be a cause of the failure in stent deployment. The outside diameter of the inner tube on which the stent had been positioned was confirmed to meet the specification, being comparable to that of the current production run. Magnifying inspection of the sliding part confirmed there were not any anomalies, including a deformity, in which could be a cause of the failure in stent deployment. Electron microscopic inspection of the sliding part revealed the presence of some abrasions on the distal and intermediate segments. There was no evidence of abrasions on the proximal segment on the sliding part. The handle component was subjected to x-ray fluoroscopic inspection. There were no visual anomalies. The tractive wire was found to have been fully wound back in. A cine image from the procedure was provided by the user facility; a stenosed segment can be seen. There is not any tortuous vessel which could prevent the sliding part of the actual sample from moving to the proximal direction. A review of the sine at the moment of the stent deployment did not find any factor which could be a trigger of the stent deployment failure. A review of the device history record and product release decision control sheet of the involved product /lot# combination confirmed that there were not any indications of production-related problems or nonconforming indications. A search of the complaint file did not find any other report with the involved product/lot# combination. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined based on the available information, it is likely that the sliding part of the actual sample was subjected to a load due to some factor(s), including a stenosis, and it was prevented from being pulled back in the proximal direction, resulting in the difficulty in deploying the stent even with the rotating of the thumbwheel. Subsequently, when the actual sample was withdrawn from the lesion and pulled back into the involved destination, the load subjected to the sliding part (the load preventing the sliding part from moving in the proximal direction) was removed, resulting in the stent deployment. The potential for such an event is addressed in the instructions-for-use with statements such as the following: "in case the stent does not start to deploy by rolling back the thumbwheel, stop the rolling and remove the stent system carefully." (B)(4). All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).